Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for one patient. The initial result was 116 mmol/l. The repeat results from another analyzer were 125 mmol/l and 124 mmol/l. The sample was then rerun on the initial instrument with results of 120 mmol/l and 121 mmol/l. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). The customer reported that qc was passing prior to the event. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) cleaned the mixing bowl, sipper, and the vacuum nozzle. A precision check was completed and verified that the issue was successfully resolved. The investigation determined that the service action resolved the issue.